Event description:
A patient with a medical history of bilateral degenerative osteoarthritis of the knees, who experienced intense bilateral knee effusions and delayed hypersensitivity reaction to synviac. The patient received an injection of synviac into each knee within a week. Three days later, the patient returned to the physician's office with intense bilateral effusion of the knees. The physician determined that there was no infection, but that the patient had experienced a 'delayed hypersensitivity reaction to synvac," no treatment information was available. The third injrection was not given. Beginning about two weeks later, the patient received supartz with no apparent adverse effects. At the time of this report, the patient's outcome was unknown. The patient had a history of severe osteoarthritis in both knees with joint narrowing and osteophytes. Patient was previously treated with synviac (date unk), nsaids and steroids and had a prior effusion history. No effusion was collected prior administration of the first or second synviac injections into each knee. The next day patient experienced pain, swelling and effusion in both knees and the physician performed an aspiration (knee and volume unknown) the following day intra-articular injections of cortisons were administered and exudate was sent for analysis, the results of the analysis were consistent with inflammation. The pain, swelling and effusion, resolved with cortisone treatment. The third injection was not given. The physician assessed causality of the pain, swelling, and effusion as related to synviac injections.